Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'occlusion alarms' was confirmed through the event history log but not reproduced during evaluation. Evaluation was unable to calibrate the ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available. No additional information is available